Event description:
I was implanted with essure in (B)(6) 2013. Since having essure I have had constant pelvic and back pain. I get frequent migraines and constantly feel tired. My menstrual cycles are heavier and I have had lots of clotting and severe pain. They also last longer and I spot in between. When not bleeding I have a clear odorless discharge which is heavy and I usually have to wear a panty liner. I constantly have sharp pains where the coils are and it feels like they are stabbing me.